Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the battery charger/modem icon would not display while charging. The charger was not lighting up due to the d304 being knocked off of the pca board. The root cause for the damaged d304 cannot be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults.